Manufacturer narrative:
The insulin pump was received with intermittent response from the up button due to corroded keypad trace. No button error alarm noted by analysis during testing. Analysis found no anomalies of numbers ramping on their own or the scrolling bar moving. The insulin pump was received with minor scratches on the display window, a cracked lcd window at the bottom left and right corners, a cracked case at the display window corners, a cracked reservoir tube lip, and a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 238 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.